Event description:
The end user stated the tires are locking up on him. The end user stated on (B)(6) 2014 he was going to his aunts house the chair locked up again and caused him to fall into a ditch. The end user stated that the paramedics had to come and get him back into the chair and push him home.